Manufacturer narrative:
(B)(4).

Event description:
No image the customer has only used the device twice; during this case, the camera went black. The sales rep was able to troubleshoot and get it working. There was a five minute procedural delay. No patent injuries or complications were reported.

Manufacturer narrative:
A visual inspection was performed on product and no damage was found. Complaint of live video failure could not be reproduced. Product passed functional testing during 6 hour burn-in with no signal loss or interference. Video image remained clear throughout burn-in. All functions perform as expected. No problem found. After the evaluation the root cause for the reported issue could not be determined. No further investigation is warranted at this time. (B)(4).